Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. In the evaluation of olympus repair center, the following was confirmed: the reported phenomenon was reproduced. The image sensor of the device was defective. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the device was broken due to physical stress, or fluid invasion. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed and only color bars were displayed on the monitor. There was no report of patient injury associated with this event.